Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.